Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence and that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer then reloaded the same cartridge and insulin delivery was resumed successfully. Customer¿s blood glucose level was 262 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.